Event description:
The customer reported the monitors do not work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse and repaired a pin in the interconnect cable connector. System operates as intended.